Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a tubing break was noted. Another inflatable penile prosthesis was implanted.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation of the cylinder 1 exhaust tubing at the tube/strain relief junction . Testing revealed this to be a site of leakage. Microscopic inspection revealed confined abrasion, indicating the area was kinked and abrading against itself for an extended period of time. Microscopic inspection revealed surface abrasion on all pump tubing, the exhaust tubing of cylinders 1 and 2 and reservoir inlet tubing. No functional abnormalities were noted with the pump, reservoir, or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion mark noted on all the pump tubes indicated that they came into repetitive contact for a period of time. This positioning then most likely caused the exhaust tube of cylinder 1 to be kinked onto itself, resulting in the separation noted at the exhaust tube/strain relief junction. Separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.